Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced instances of urine release, dyspareunia, spouse reported rough area when engaged in intercourse, tender left side and sling erosion. A removal of the eroded mesh and some embedded mesh was performed.